Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted. Attempt has been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that the intraocular lens (iol) was scratched. The iol was not implanted in the patient. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the returned lens was received in the original folding carton inside the lens case. The lens was observed with residue and particles. The lens was cleaned and decontaminated and was observed under the microscope at 10 x magnification. No damage or scratches were observed in the lens optic zone. No damage to the haptics were observed. The reported complaint was not verified in the returned lens sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.